Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 3.4, 2.0; lab-inr: 3.7, 3.7. Inratio precision data provided by end-user lot: 1st inr = 3.4; 2nd inr = 2.0.

Manufacturer narrative:
No corrective action is required as no product deficiency was established. (B)(4) 2009, biosite received 3 boxes teststrips l/n: 216968 (zl6m5). Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.4; reference: 3.7; mean: 3.55; confidence limits: 2.2-5.3. Inratio: 2.0; reference: 3.7; mean: 2.85; confidence limits: 1.8-4.2. The customer is taking tylenol. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Inratio precision data provided by end-user lot: 1st inr = 3.4; 2nd inr = 2.0. Inratio meter: mean: 2.70; sd: 0.99; %cv: 36.66. Type of donors: therapeutic. Functional test: na. Visual inspection: na. Investigation results: donor-1: in-house (inr): 2.9; in-house (inr): 3; mean: 2.95; sd: 0.070711; %cv: 2.40; resolution: passed. Donor-2: in-house(inr): 2; in-house (inr): 2; mean: 2; sd: 0; %cv: 0.00; resolution: passed. For each pair of replicates for each sample on strip lot 216968, mean and standard deviations were calculated. In-house test results have 2.40 % and 0%, respectively for each donor and are less than 16%. Both samples pass criteria for precision. No strip deficiency established. No further action required.